Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the issue was most likely a damaged optical fiber line from excessive pull during cardiopulmonary. Resuscitation. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported a patient was implanted with an impella 5.5 pump to support a patient undergoing a high-risk percutaneous coronary intervention. While on support, a placement signal failure occurred. The family transitioned to comfort care as the patient was not making any significant improvements. He continued to go in and out of vtach after repositioning the pump for a second time. Care was eventually withdrawn, and the patient expired.